Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the 8mm large hem-o-lok clip applier instrument could not apply the clip to the clip applier. The user completed the procedure using a backup clip applier with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large hem-o-lok clip applier instrument for failure analysis investigation. The instrument was analyzed, and no clips could be applied to the fabric using the clip pliers. The branches could not be closed. Even a completely reopened clip magazine could not solve the problem. New clip pliers had to be opened/used". The instrument was found to have two bent grips, causing them to be misaligned. The offset at the tips was 0.21mm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There were no irregularities. During the clamping attempt, the clip did not close, then changed the clip twice, the instrument did not close completely. There was incomplete closure of the clip, even after changing the clip. The rest of the times, the instrument was normal. The surgeon used the large clip size on the vessel structure. The instrument worked without any problems after changing. It was the first application on this patient.